Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the scope was blurry. No known impact or consequence to patient. It is unknown if the issue caused a delay on the procedure or if the product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). Visual observation using a monocular was conducted. It was discovered that there was a crack on one of the internal lenses which resulted in a blurry visual field which might cause by product was either dropped or inadvertently struck by an object or an excessive force was exerted on the endoscope shaft; this could deflect the shaft and lead to the alteration of the internal lens system. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.